Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer's blood glucose level was 372-459 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose level of approximately 50 mg/dl due to not having control-iq (ciq) enabled. Low bg was addressed by consuming glucose tablets. During troubleshooting with tandem technical support, the customer corrected the time and date, re-enabled ciq, and successfully resumed insulin therapy.